Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient asked about his intensity setting. The patient said he saw group a and program 1 on the home screen, but he was not able to see the intensity setting unless he presses the up arrow. The patient thought his setting was not staying set to where he increased it. The patient was not able to see his intensity setting when pressing the program. No further complications were reported.